Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th november 2024, it was reported by an arthrex employee via email that an ar-1360c, biocomposite interference screw, with disposable sheath, 6 x 23mm, broke during insertion. This was detected during use in a medial patellofemoral ligament (mpfl) procedure on (B)(6) 2024. The procedure was completed successfully as a replacement screw was used.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.